Manufacturer narrative:
Concomitant medical products: w1tr05, crt-p, implanted: (B)(6) 2020; 4968, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of the patient's holter monitor episodes, suspected loss of left ventricular (lv) lead was observed. It was noted no programming changes were required and the lead remains in use. No patient complications have been reported as a result of this event.